Event description:
A customer reported to beckman coulter (bec) that the coulter hmx hematology analyzer leaked approximately 2ml of fluid on the counter below the instrument. The customer was wearing a lab coat and gloves at the time of the occurrence. There was no injury or exposure, and medical attention was not sought. Msds was not reviewed, but the facility has an exposure control plan. There were no erroneous results generated in connection with the leak. Bec field service engineer (fse) found that the customer had already repaired the leak at pinch valve pv37. The fse noticed that the customer replaced the tubing through the pinch valve but the new tubing was cross threaded. The fse replaced the tubing and the instrument ran without any leaks. The repairs were verified per established procedures.

Manufacturer narrative:
(B)(4).